Event description:
The customer reported the system experience intermittent uncommanded shut downs and self rebooting. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos (general purpose operating system) pcb and hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.